Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the reported issue. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the clinical sales representative (csr) informed the field service engineer (fse) that the system was presenting intermittent errors pointing towards the endoscope controller (ec). The system was a not for human use (nfhu) system, therefore, no procedure was in progress at the time the issue was identified and there was no delay or patient involvement. There was no report of patient involvement.